Event description:
The customer contact reported that the device did not sound an audible alarm when a proximal occlusion was present. At 1300, the device was programmed in the variable time mode, to deliver remicade 200mg/250ml, and the delivery was started. No further programming parameters were provided. The customer contact reported the delivery was for a duration of 2 hours. After an unspecified length of time, the patient reported the pump was not working. At that time, the nurse noted the container was empty with air in the tubing proximal to the cassette. The customer contact reported the device did not alarm as expected for end of infusion or proximal occlusion. The device was removed from clinical service. The customer contact reported the therapy was complete. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by alarming for proximal occlusion when the tubing was clamped proximal to the device. During testing the device delivered a measured volume of 19.81ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the mfg facility. On (B)(4) 2010 at 0418, the pump was programmed for variable time delivery in ml, with phase 1 to start at 0001 and end at 0015, at a 15ml/hr rate, phase 2 start 0015, end 0030, at a rate of 30ml/hr, phase 3 start 0030, end 0045, at a rate of 60ml/hr, phase 4 start at 0045, end 0100, at a rate of 120ml/hr, phase 5 start 0100, end 0130, at a rate of 240ml/hr, phase 6 start at 0130, end at 0200, at a rate of 300ml/hr, with a container size of 326ml instead of the reported 250ml, 2ml air sensitivity, the clock was reset for 0000, the keypad was locked and the delivery was started. Between 0000 and 0130, the variable time delivered as programmed. The history indicated that phase 1, delivered 3.5ml, phase 2, delivered 7.5ml, phase 3, delivered 15ml, phase 4, delivered 30ml, phase 5, delivered 120ml. At 0130, phase 6 delivery began. At 0156, the delivery and phase 6 was stopped and a check cassette alarm occurred. At 0157, a power loss alarm occurred. At 0233, the pump was powered on, using batteries end phase 6 delivery, indicating 130.9ml delivered. A review of the pump history found the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).